Event description:
On (B)(6) 2015, a reporter (father) for the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch verioiq meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The reporter alleged that the patient¿s meter started reading inaccurately at around midnight on (B)(6) 2015, although no results were provided for this time. The patient manages his diabetes with insulin (self-adjuster). The reporter alleged that the patient had been hungry, so he had advised him to eat a croissant. The reporter then indicated that his son ¿developed hypoglycemia¿. He reported that his son ¿was feeling well, but suddenly collapsed¿. The reporter then alleged that between midnight and 1:00am, his son ¿self-treated himself with glucagon injection, by knowledge and the advice of the (B)(6) ¿ health assistance¿. No other medical intervention was specified. The reporter indicated that because he felt that he could not trust the results displayed on the subject meter, he compared the results to those obtained on another device. He reported that he obtained blood glucose results of ¿250 mg/dl¿ on the subject meter versus ¿166 mg/dl¿ on a onetouch ultraeasy meter, and ¿115 mg/dl¿ on the subject meter versus ¿162 mg/dl¿ on the onetouch ultraeasy meter. The difference between results was ¿around 15 minutes¿. Based on statistical methodology, the calculated difference between the first comparison exceeds lfs¿ accuracy criteria. During troubleshooting, the csr noted that the patient¿s meter was set to the correct unit of measure, the test strips had been stored correctly and the test strip vial was not cracked or broken. However, the patient/reporter did not have control solution available to test the meter and test strips. Replacement products were sent to the patient. In conclusion, although the patient may already have been symptomatic prior to the date/time provided by the reporter, it cannot be ruled out that the meter may have been reading inaccurately before this time. Therefore, this complaint is being reported because the reporter claims that the patient obtained inaccurate erratic readings on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Device evaluationthe lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings:the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.